Event description:
It was reported that during an unknown procedure, the devices gets the message tighten the assembly, tighten it , cleaned it , restarted still no changes, replaced instruments. Another device like device from another lot was used to complete the case. No patient consequences. Devices will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Device a was returned in good physical condition the device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed and the min hand control switch assembly button was not functional. However, it worked properly with foot switch assembly. The device was disassembled and it was found that the blade was cracked at the pin hole under the shroud of the device. In addition, corrosion was found at the hand activation dome min. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons. Please note that this condition is unrelated with the event reported. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as tighten assembly¿ or ¿blade error detected¿ or "relax pressure in blade" followed by a ¿replace instrument¿ screen later in the procedure. The pin hole crack is believed to be an issue associated with our assembly process, a resolution has been implemented and an elimination of the issue is expected. Device b was received in good physical condition. The device was tested on generator and it was found that the min hand control switch assembly button was not functional. However, it worked properly with foot switch assembly. During analysis, no yellow alert screens were displaying during testing. The device was disassembled to inspect internal components. Corrosion was found at the hand activation dome min. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons. It could not be determined what may have caused the incident reported.